Event description:
An intuitive surgical inc. (Isi) clinical sale representative contacted technical support after the procedure was completed and reported that during a da vinci-assisted surgical procedure, the surgeon side consol (ssc) would not connect at startup. When it would eventually connect, it disconnected unexpectedly during the case. There was no impact on the procedure as the customer only used the second console for training purposes. An intuitive surgical inc. (Isi) technical support engineer (tse) checked the system logs and found that the ssc2 at power on was not connected to the system, errors 55 and 31243 were shown. Logs also showed after a power cycle, error 31243 was cleared, but ssc2 was still not connected to the system. During the case, an error 23 pointing to the blue fiber cable (bfc) was seen. The customer recovered the fault, and the surgeon started the following. The procedure was completing as planned with no reported injury. The logs also showed that the customer performed a power cycle more than three hours later and an error 23 pointing to ssc2 was generated. The site was using the system since then with only one console. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked, and system powered on initially without any errors.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse adjusted the blue fiber cable (bfc) connector and the ssc bf connector. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.